Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred out of box. It was also reported that the customer was unable to charge the pump. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.